Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The caller did not have the insulin pump with her to conduct troubleshooting, and was calling because the customer needed to upgrade. Nothing further was reported.